Event description:
It was reported that during set-up for a surgical procedure, the bur broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that a back-up bur was used to complete the procedure.

Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for eval, if the product is received, an eval will be performed and a follow-up report MDR will be submitted.